Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. It is assumed that due to the handling of the users, the cable was under unexpected stress and the cable unit broke down, so the image was no longer coming out and e224 was displayed. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received on 18mar2021 stating that this issue occurred prior to a diagnostic procedure on (B)(6) 2021. There was no patient injury, and the procedure was completed without delay using a different device. Customer went on to note that a monitor and light source were concomitant products and the cable was noted to be kinked.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed due to an intermittent e224 error code as a result of a faulty cable unit. Additionally, the focus ring was deteriorated and had cracks. The rear panel labels were also noted to be fading. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the 4k camera head was not displaying an image during preparation for use. There was no patient harm or consequence reported as a result of this event.